Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The remote support engineer (rse) confirmed with the customer that the replacement of the disposal sensor does not change the reported issue and no inop error message is displayed and that the waveform is normal by replacing the mms with an x2 measurement server module. The customer was advised by the rse that the mms could not be repaired as device reached it's end of life and parts are no longer supplied. Based on the results of the analysis, it was determined that the product has malfunctioned but the most likely cause was unable to be confirmed because the product reached end of life. A review of the service history for this device shows the problem has not been reported again for this device. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the upper limit of the spo2 waveform is doubled. The device was in clinical use. There was no report of patient or user harm.